Event description:
Additional information was received from a patient. They reported that the cause of the stimulation on the leg was determined as they changed the program and increased the intensity. They reported that they visited their healthcare provider (hcp) and they reprogrammed their device. The issue has been resolved. They also stated that the cause of the stimulation being too high was determined as there was a change in program. They resolved the issue by changing to another program and program 1 was no longer working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they started having leakage and cramping again. Patient said they raised the stimulation but their leg was bothering them now and feel nerve impulses and numbness. Patient said they had knee problems and get cortisone shots. Agent reviewed stimulation expectations and therapy adjustment options. Patient changed programs and adjusted stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. Redirect to healthcare professional (hcp) if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the cause of the stimulation felt on the leg was determined and the most likely cause of the event was due to the stimulation being too high. The patient stated that they had episodes between (B)(6). The issue was resolved. When asked about the cause of the stimulation being too high, the patient stated that they had raised the stimulation because they were having incontinence. The patient stated that they turned the device off and had an appointment with physician. The device was reprogrammed to another program.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that they don't think their machine is working for them and they don't feel anything and when they go to check their therapy it says it's not making a connection. Agent reviewed that patient does not need to feel therapy for it to be working, during the call patient service walked patient through connecting their handset and communicator to their implant. The patient was initially unaware that they were given a communicator, agent educated patient on communicator use. The patient was able to successfully connect to their implant, troubleshooting resolved the alleged connection issues. When the patient entered their app they noted that their therapy was off, and they did not know that it was turned off. Patient increased their stimulation to a comfortable level. Patient will continue to monitor symptoms. Patient mentioned that they were having a little pain when they urinate and asked if that was something they should be having. Patient reported that since implant they were having some discomfort when peeing and pain on the right side of their butt. Patient stated if they sit up straight in the toilet it feels better. The patient was redirected to their healthcare provider to further address the issue. Reviewed device education.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.